Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4). Analysis of the desktop charger (B)(4) found a broken connector.

Event description:
It was reported that the implantable neurostimulator recharger (insr) screen was unresponsive; the screen was blank. An insr reset was performed and this did not resolve the issue. The insr connector pin was slightly loose. The unit had not been dropped, wet, or crushed. The patient also stopped feeling stimulation in conjunction with the insr becoming unresponsive. She always had a headache but it became more pronounced since the stimulation sensation had stopped. The device was not charging. The connector pin was also reported to be loose on the desktop charger (dtc). Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been determined, if any intervention was required, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received. Additional information received reported that programming was not needed and the patient recovered without permanent impairment.